Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and could not the confirm the reported issue of a speaker malfunction. The device was found to have passed the sound and beep test. The speaker was replaced as a precaution. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating there was a speaker malfunction. The device was not in use on patient at time of event, there was no adverse event reported.